Event description:
It was reported that pump experienced malfunction and displayed high blood glucose reading. Customer gave correction insulin injection using multiple daily injections, contacted technical support, and reset pump with guidance, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned.